Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a uterine suture, the suture was broken, which caused the operation to be prolonged. The incision of the uterus was bleeding. The doctor replaced the suture and did hemostasis. The device¿s tension was not enough and they replaced another batch of sutures. There was no patient injury.